Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one 45-year-old male patient. The following data was provided: sid (B)(6) initial alinity I stat high sensitivity troponin-I result was 53.3, repeated <2.7 the customer ran a different tube and the result was <2.7. The customer reported 53.3 out of the lab and then did a corrected report. The doctor sent the patient to the cath lab to be cautious that 53.3 is correct. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.